Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. While closing the flap, the stapler was unable to fire. The surgeon could press the green firing button but could not squeeze the handles. The case was completed using a new stapler. No patient injury.

Manufacturer narrative:
Corrected information: the manufacturer was notified about the event on (B)(6) 2017 we have requested for the product to be returned. We will be sending another report once we have received and evaluated the device. If information is provided in the future, a supplemental report will be issued.